Event description:
Device was placed and noted to be coiled above stomach per x-ray. Staff pulled device up back of nasopharynx and attempted to reinsert. At this point, pt noted to be bleeding through the nose. When staff pulled the device out entirely, noted stylet to be protruding from the tube (approx 1") just above tungsten weighted tip. The stylet had been locked in the tube throughout the procedure. There was no illness, injury or medical intervention resulting from the event. One pt involved.